Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle is slow to retract. The following information was provided by the initial reporter: event details: the reported issue is related to the retraction mechanism. Injuries or adverse event: no. Additional information received on 22jan. Can you please provide an exact date of event in mm-dd-yyyy format? 01/15/2025. Could you please provide a further description about the issue related to the retraction mechanism? There is a delay between the time the button is pressed and the needle retracts. Needle retracted slowly once engaged.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. One hundred 18g insyte autoguard units were received in sealed packaging from lot #4312025. A functional test revealed that the needles would fully retract; however, the retraction time exceeded the specification limit. The manufacturing personnel were notified of this complaint. Due to a trend that was identified for needle retraction slow complaints, a CAPA was opened to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Additional information of fa#.